Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) tore when inserted into the eye. The lens was removed and a new lens, same model and dioptre, was implanted. The patient is reported to be fine. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, labeled for single use was inadvertently answered ''no''. Labeled for single use: yes (corrected). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was torn and there was a cut across the optic zone. The customer's reported complaint was verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received that were related to the customer's reported complaint. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the customer's reported issue was verified. All pertinent information available to abbott medical optics has been submitted.